Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the operating time was extended by 15 minutes for laparoscopic removal of fragments of the broken device. The patient has undergone neoadjuvant chemotherapy with partial response. The patient is in good clinical condition and was discharged from the hospital in 6 pod.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the device broke during the use. Part of the device disengaged into the patient and required recovering of instrument frames from the laparoscopic operational field. The device was discarded by the customer.